Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an anterior communicating artery aneurysm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the second implant coil could not be detached and was removed from the patient. The procedure was completed with additional axium coils without issues.no patient injury was reported as a result of the procedure.